Event description:
In 2003, patient with previous homograft aortic root replacement and history of congenital defects repaired as a child underwent explant of the aortic valve & conduit allograft described in section d secondary to left ventricle to left atrium fistula, false aneurysm of the ascending aorta and aortic insufficiency and mitral insufficiency. During the procedure, the surgeon noted a large (6-8 mm) perforation in the greater curvature portion of the old homograft descending aorta and found numerous smaller 2-3 mm perforations in it. According to the operative notes, the patient tolerated the procedure, remained stable and was transferred to the cardiovascular intensive care unit in good condition. Further information included on the transesophageal echocardiogram indicates that the patient did well after the initial surgery (implant of the homograft in 2002) but experienced an infection and endocarditis resulting in perforation of the homograft resulting in perforations of the anterior leaflet of the mitral valve and perforations of the homograft resulting in a pseudoaneurysm surrounding the root of the aorta. No further information on the patient's current condition has been provided to the manufacturer to date.